Manufacturer narrative:
The revision reported was likely the result of prosthesis wear and possible prosthesis fracture. It is unclear from the reported event whether the patella was worn or fractured. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided.

Event description:
As reported via legal the 76 y/o female patient had a left knee replacement on (B)(6) 2013. Approximately 10 years and 1 month after the initial procedure the patient had a left knee revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2023. Diagnosis: bilateral failed total knee arthroplasty. The patellar component was inspected and found to be catastrophically damaged with a fractured piece loose in the joint. Dressings were applied. Patient was transferred to the recovery room in stable condition.

Manufacturer narrative:
Pending investigation.